Event description:
Device was confirmed explanted.

Event description:
Healthcare professional reported left side a rupture and "solid nodule in left breast". Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed broken in posterior side assessed as unidentified (tear) opening. (Shell thickness within specification) ¿ lump/nodule-ndr: not applicable as the event is not related to the device. Additional observations: ¿ no other observation observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported left side a rupture and "solid nodule in left breast". Device has been explanted.

Manufacturer narrative:
Health effect- impact code: f2203. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.